Manufacturer narrative:
Event description: it was reported that during a foot surgery when the ar-400 runs, it suddenly looses power, regains power and looses power again. It also does not stop rotating when the forward or reverse button is pressed. The reported event was confirmed. The manufacturer evaluation revealed a screw which is connecting the sensor electronic to the main electronic has come loose and therefore, depending on the position of the handle, the two electronic components are connected or not. Further evaluation showed enough loctite on the screw. The most likely cause is attributed to wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a foot surgery when the ar-400 runs, it suddenly looses power, regains power and looses power again. It also does not stop rotating when the forward or reverse button is pressed. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.